Manufacturer narrative:
The cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint as valid: the green wire on both sides are broken, the transducer was defective, and preventative maintenance (pm) was required. To resolve the issue, all wires on the coil form side have been resoldered, the transducer has been replaced, the green wire on the plug side has been resoldered, and pm has been performed. Additionally, the housing and all o-rings were replaced. A full function test including calibration and safety test according to manufacturer's guidelines was successfully performed. Root cause - the root cause was confirmed as transducer delamination because of transducer braze degrading in the field and cable cut/damaged. Corrective action was raised specific to 36khz handpiece c2602 and transducers which involves braze material from supplier was incorrect and contained zinc. The risk remains acceptable. For further information relating to the handpiece and torquing procedure, please consult the: excel handpiece IFU available online at integra.com. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa excel 36khz straight handpiece (c2602) had already given problems for which technical assistance was requested; the machine was previously checked with positive results and a replacement handpiece was sent. Despite this, as soon as the machine was switched on with the handpiece fitted on, the power test light did not exceed 10, so the machine was not usable. Despite various attempts (assembly/disassembly, irrigation test), the problem persisted. The patient was still asleep; however, the event led to increased surgery time of 30 minutes. They proceeded with standard cut of the hepatic segment (no ultrasonic) to complete the surgery. The device was not in contact with the patient and there was no injury.